Event description:
A customer contacted baxter's technical service center to report a system error (s/e) 2240 alarm (air) on the homechoice (hc) during the dwell cycle. The homepatient (hp) stated that when alarm occurred she turned the power off and disconnected. The hp did not notice any leaks and all bags were still connected. The hp had discarded supplies and ended therapy.

Manufacturer narrative:
(B)(4). The sample is not available, as it has been discarded. If additional information is received, a follow up emdr will be submitted.

Event description:
It was reported that prior to a coronary artery stenting treatment procedure stent damage was observed. The lesion being treated was located in the circumflex. A 3.00x24mm taxus liberte stent was selected to treat the lesion. Prior to use the physician observed that the edges of the stent were flared. Another of the same device was used and the procedure completed. The device did not contact the patient. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Additional information: during followup, it was revealed that the customer's phone number was disconnected. Per look up in the customer database, the patient is no longer on peritoneal dialysis service. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem is currently being investigated through CAPA number (B)(4).